Event description:
Country of complaint:(B)(4),partially resorbed.

Manufacturer narrative:
Reporting device not marketed in u.s.; similar device is. Manufacturing site eval: samples received: 1 open pouch. There are no previous complaints or this code/batch. There are no units in our stock. Reviewed the batch manufacturing record, this product had a normal process and the results during the process. Thread of the open sample is broken into pieces. Thread was degraded by hydrolysis. Although it was completely manipulated, after checking carefully the aluminum foil of the sample received, we noticed that there was a hole on the back side of the packaging, possibly due to a bad position of support card when making the welding. As a result, suture thread is broken into small parts. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: we have opened a corrective action in order to avoid this kind of incidents in the future: (B)(4).